Event description:
Healthcare professional additionally reported "particles in valve."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold, white particles in the surface of the shell and fluids clear inside the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening in the posterior side assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.